Manufacturer narrative:
The investigation has been completed. Based on the analysis, the logs were unable to be retrieved therefore the alleged malfunction could not be evaluated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 500 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer overcorrected via manual injection and the customer's bg level dropped to 35 (mg/dl). A glucagon tablet was given to the customer to address low bg level by the customer's mother. Review of the pump history during troubleshooting with tandem technical support was unable to confirm the reported battery issue. Reportedly the customer would continue to use the pump for insulin therapy.